Manufacturer narrative:
The t:slim g4 user guide states: do not remove or add insulin from a filled cartridge after loading onto the pump. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms during bolus deliveries. The customer¿s blood glucose (bg) level was not impacted. Reportedly, the customer wears their pump against their skin and insulin is added or removed outside of the load sequence. Tandem technical support (cts) advised the customer to keep the pump away from their skin during bolus deliveries in order to prevent abrupt temperature changes to the pump and educated the customer that insulin should not be added or removed outside the load sequence. The customer stated they would speak to their healthcare provider regarding alternative infusion set options. No troubleshooting was performed to determine a possible cause of the occlusion alarm as the customer had changed their pump supplies prior to contacting cts.